Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they didn't hear a beep to indicate that the pod had expired. Patient claimed that they had the pod on before they went to the hospital. They had blood glucose levels of high, over 500 mg/dl. They had put the pod on (B)(6) 2021, but they had not replaced the pod for over 10 days. They started to feel nauseous and were vomiting. They went to the hospital and was diagnosed with diabetic ketoacidosis (dka).